Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false negative result for one asymptomatic patient (off-label use at the time). The customer communicated the result was confirmed positive by molecular (pcr testing).